Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a that fluid delivery stopped during infusion with a small volume infusor. It was further specified that the bladder was not deflated. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured between 1/18/2017 ¿ 1/19/2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The luer cap was removed and evidence of continuous flow was observed at the distal luer. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.